Manufacturer narrative:
H10, h3, h6: the reported unknown healicoil rg device, used in treatment, will not be returned for examination. The investigation was limited to the information provided, as the specific part and lot numbers to review the device history records were not provided. However, a review of the manufacturing, risk management documents and complaint records was performed for this product family, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The instruction for use for the healicoil rg product family were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Our post market surveillance team will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Based on this investigation, the need for corrective action is not warranted at this time. The data presented in the article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time.

Event description:
It was reported that after the implantation of healicoil, patient reports pain and decreased range of motion. Six months after the original surgery date, patient had a revision surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.